Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effects of worsening mr and tissue injury appear to be related to the slda and the heart failure appears to be cascading effect of the mr. Mr, tissue injury, and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital due to the patient effects and an additional mitraclip procedure was performed.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to a grade of 1. On an (B)(6) 2024, the patient returned to the hospital due to heart failure and imaging showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. Tissue damage was observed on the posterior leaflet. On (B)(6) 2024 an additional mitraclip was performed, and two clips were implanted, reducing mr to a grade of <1.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.